Manufacturer narrative:
Fracture of the rv and svc conductors were noted under the strain relief coil, consistent with fatigue. These fractures are consistent with the field observation of a high voltage lead impedance anomaly.

Event description:
It was reported that the lead was explanted and replaced due to fluctuating high voltage lead impedance measurements. Both high, out of range and low, out of range values were noted. The lead was explanted. The patient condition was good after the event.